Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 20 mg/dl. The customer felt lethargic and had a stab wound. It was unknown if the customer wore the insulin pump during their hospital stay. The customer did not mention any form of treatment for their blood glucose levels. The customer was over bolusing without taking into account the amount of carbs they were taking. The customer returned the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. Then, the pump was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly was noted during testing. The pump communicated properly with the test blood glucose meter. The test value on the meter was properly displayed on the pump screen. Then, using the bolus wizard feature, a test value of 5 grams was entered for the food carbohydrates. The pump delivered the estimate total bolus. The test value from the meter was listed in the bolus history screen. No pump/meter communication anomaly or history anomaly was noted. The pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip.